Event description:
The surgeon implanted a plate silicone lens model aa4204vf. Diopter 24.5 and tore upon insertion. The lens was implanted and removed in 2005 without patient injury. Contact believes the lens was damaged by the injector. An msi-pr injector and mtc-60c fp cartridge were used, but the lot numbers are unknown.